Event description:
On (B)(6)/2009, the patient reported she received an occlusion error on her insulin infusion device while trying to prime. When she inspected the needle from her infusion set needle, it was bent. During troubleshooting, she attached a new tubing and successfully primed it. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.